Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided. The customer was knowingly administering larger correction boluses that they needed. The customer was treated with intravenous fluids of saline and consuming carbohydrates. Customer was discharged from the ER a couple hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.